Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the leakage occurred from the connection part of the catheter and the catheter connector just after insertion of the catheter. There was no reported patient injury.

Event description:
It was reported that the leakage occurred from the connection part of the catheter and the catheter connector just after insertion of the catheter. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from beneath the connector. Following disassembly, the leak was observed to be the result of a c-shaped split in the catheter tubing. The split corresponded to the distal tip of the metal connector cannula. Microscopic inspection of the split revealed a granular fracture surface. Material necking and discoloration were observed just proximal of the split. The fracture location and features were consistent with damaged caused by the catheter being pulled tight against the metal cannula, likely during connector assembly. Such damage can occur if the catheter is bunched or uneven when the connector is assembled. The product IFU provides instructions for proper catheter/connector assembly. H3 other text : evaluation findings are in section h.11.